Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 03-jun-2024, it was reported that patient faced infusion set fell off event during use. The sets was in use for 6 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.